Event description:
This is filed to report to report a thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient was heparinized to therapeutic levels and the activated clotting time (act) was greater than 300. Upon insertion of the steerable guide catheter (sgc) over the transeptal wire, while approaching the atrial septum and while still in the right atrium, on transesophageal echocardiography (tee) a thrombus was noted on the transeptal wire. Despite this, the sgc continued to be advanced to the left atrium. It was reported that the thrombus remained in the right atrium. No intervention was performed and no additional medication was administered. The procedure continued and the clip delivery system was advanced to the mitral valve. While attempting to grasp the leaflet, and while raising and lowering the grippers simultaneously, the gripper lever latch and both of the gripper caps came off of the coupling mechanism. This could not be reassembled. Continued simultaneous grasping was attempted but ultimately, careful independent grasping was used for the placement of the clip. Two mitraclips were successfully implanted with reduction of mr to <1. There was no patient effect reported in relation to the observed thrombus and the thrombus was felt to have resolved. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
There was no device malfunction and the device will not be returning for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report to report a thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient was heparinized to therapeutic levels and the activated clotting time (act) was greater than 300. Upon insertion of the steerable guide catheter (sgc) over the transeptal wire, while approaching the atrial septum and while still in the right atrium, on transesophageal echocardiography (tee) a thrombus was noted on the transeptal wire. Despite this, the sgc continued to be advanced to the left atrium. It was reported that the thrombus remained in the right atrium. No intervention was performed and no additional medication was administered. The procedure continued and the clip delivery system was advanced to the mitral valve. While attempting to grasp the leaflet, and while raising and lowering the grippers simultaneously, the gripper lever latch and both of the gripper caps came off of the coupling mechanism. This could not be reassembled. Continued simultaneous grasping was attempted but ultimately, careful independent grasping was used for the placement of the clip. Two mitraclips were successfully implanted with reduction of mr to <1. There was no patient effect reported in relation to the observed thrombus and the thrombus was felt to have resolved. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
There was no device malfunction and the device will not be returning for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported thrombosis could not be determined. The reported patient effect of thrombosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.